Event description:
Patient was revised to address a slightly swollen and painful hip. Infection was also confirmed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. Ap and lateral radiographs dated (B)(6) 2014 show the left hip components in good position and appropriate size. There are two screws seen through the acetabular component anchored in the pelvis. The stem appears to be in slight varus on the ap, but appears centered in the canal on the lateral view. With the information provided, it cannot be determined that the complaint is product related. The patient¿s previously infected finger could have precipitated the hip infection the investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.